Event description:
Previously on (B)(6) 2015, the manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes related to the power management board and front panel board were observed in the ventilator's downloaded error log. At that time, the customer rejected the estimate and the device was returned unrepaired. This issue was reported by the manufacturer on MDR 2518422-2015-03919. The manufacturer has now received the device from the customer for evaluation again. During the evaluation of the device at the manufacturer's service center, additional "service required" codes were found in the ventilator's downloaded error log. The device's system board, power management board, front panel keypad led pca were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board, power management board and front panel keypad led board. The system board, power management and front panel keypad led board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was found to be caused by capacitor (c114). The system board and power management board were evaluated and was found to operate to design specifications.